Manufacturer narrative:
Product complaint#: (B)(4). Date sent to the FDA: 6/29/2026. This report is being submitted pursuant to the provisions of 21 cfr, part 803, part 4 subpart b. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. H6: component code: g07002 pending evaluation of returned device. Additional information was requested; the following was obtained: what is the current status of the patient? Do you have any photos available for visual analysis? No, I mailed the product in. Did the needle fall into the patient? Yes. If so, was the needle piece(s) retrieved during the same procedure? Yes, were x-rays taken to locate the needle piece(s)? No, what measures were implemented to retrieve the broken piece? Unknown, was there any additional tissue damage resulting from the search for the needle piece? Not to my knowledge, does a fragment of the needle remain in the patient¿s tissue? No, if so, is there any plan in place to remove the needle piece in the future? If so, could you please provide the scheduled date for the removal? In which tissue structure was the broken needle located? What is the surgeon¿s opinion of the potential consequences for the patient? During follow up with the surgeon he stated, " I had no issues vicryl", could you kindly perform and document the follow-up attempt for the product return? Product has already been returned, please provide the source or name of person providing answers to follow-up questions: (B)(6). 1. Could you please clarify if extra device belongs to this complaint? Yes, I was told to provide the same suture product code as the one that broke for analysis. 2. If not, could you please clarify if the extra received product belongs to a different complaint? If so, can you please provide the complaint number. N/a. 3. If the device was not reported before, please provide more details of device malfunction. N/a. 4. If the product doesn't belong to any complaint, please let us know so we can discard it or advise if the product is required to be returned. Please refer to the answer provided for question 1. A device has been received; however, it has not yet been evaluated. Any further information derived from the evaluation will be submitted in a supplemental 3500a form.

Event description:
It was reported that a patient underwent a pcdc procedure on an unknown date and suture was used. During pcdc procedure, the needle broke into two pieces while closing incision. Entire needle verified in two pieces and removed from field. Verified no foreign object in surgical incision. No patient consequence has been reported. Additional information was requested.